Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient stated before he went to bed on (B)(6) 2022, he noticed that his dexcom cgm was reading low, so he took a comparative fingerstick measurement showed a blood glucose value of 80 mg/dl. The patient added that his cgm often displays false low readings and because of this, he does not always take the low values seriously and sometimes disregards them. Therefore, when the patient continued to receive low readings after noticing the discrepancy, he believed them to be inaccurate readings and went to sleep. The patient stated that although he felt okay before going to bed, he suffered from a hypoglycemic event some time afterwards and had a seizure. One of the patient's siblings then called for an ambulance. Paramedics arrived on site and treated the patient with a bottle of glucose (exact amount unknown). The patient does not know what his bg and cgm values were at the time of the hypoglycemic event. The patient was then offered to be transported to the hospital, but declined as he preferred to stay home. After receiving the glucose from the paramedics, he had some toast and jam and reported experiencing no issues at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.